Event description:
A surgeon reported that the knifes had poor cutting performance during surgery leading to poor cut quality and impermeability. Sutures were required. Additional information has been requested but none received to date.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the complaint experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. (B)(4).